Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 7a.

Event description:
It was further reported that revision surgery was performed due to a loose screw which was replaced. The surgeon stated that he/she used too much force while repositioning the screw which were too small which is why they came loose. The surgeon did not use a torque screw shaft but the inserter which broke as a result. No fragments were generated. Surgery was completed by removal of all implants and placing of new implants. The date of implant was approximately two (2) weeks before date of explant. There was no surgical delay. Patient status is reported as okay, as intended. This report captures the intra-op event (during loosening of innies the instrument burst) while related complaint (B)(4), captures the post-op event (surgery was performed due to a loose screw which was replaced).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: investigation summary: background: updated event description: surgery was performed due to a loose screw which was replaced. The surgeon states that he/she used too much force while repositioning the screw which were too small which is why they came loose. The surgeon did not use a torque screw shaft but the inserter which broke as a result. Patient status is stable. The procedure was successfully completed by placing all implants with new. Updated event description: concomitant device reported: viper2 lordotic rod-80mm (part# 186788080, lot# mf4134201, quantity 2) mis ti cfx fen poly 5x45 (part# 186727545, lot# 281373, quantity 1), mis ti cfx fen poly 5x45 (part# 186727545, lot# 268421, quantity 1), mis ti cfx fen poly 5x40 (part# 186727540, lot# 268027, quantity 2), mis single inner setscw (part# 186715000, lot# 266262, quantity 1), mis single inner setscw (part# 186715000, lot# 275215, quantity 1), mis single inner setscw (part# 186715000, lot# 275213, quantity 1). This complaint involve two (2) devices. B6: x-rays provided for reporting. H3, h4, h6: device history lot: a review of viper2 x25 set screw inserter was conducted identifying that lot number mf4134201 was released in a single batch. ¿ batch1: lot qty of 3 units were released on 21 mar 2016 with no discrepancies. ¿ batch2: lot qty of 84 units were released on 30 mar 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: investigation flow: damage visual inspection: the viper 2 x25 set screwdriver inserter (p/n: 286735400, lot #: mf4134201) was returned and received at us cq. Upon visual inspection, the distal tip of the outer shaft was observed to be broken and the broken fragments were returned. No other issues were identified with the returned components of the device. Device failure/defect was identified dimensional inspection: a dimensional inspection was performed on the returned device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed viper2 x25 set screw inserter: dwg-887002980, rev. G. Viper2 x25 set screw inserter outer shaft: dwg-887002981, rev. F. Complaint was confirmed, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the viper 2 x25 set screwdriver inserter (p/n: 286735400, lot #: mf4134201). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. As a result, no conclusions can be made regarding the type of fracture that the driver underwent. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: d4: lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during a surgery when loosening of innies, the instrument was burst. It was unknown if the surgery was completed successfully. There was no patient consequence. Concomitant device reported: viper2 lordotic rod-80mm (part# 186788080, lot# mf4134201, quantity 2); mis ti cfx fen poly 5x45 (part# 186727545, lot# 281373, quantity 1); mis ti cfx fen poly 5x45 (part# 186727545, lot# 268421, quantity 1); mis ti cfx fen poly 5x40 (part# 186727540, lot# 268027, quantity 2); mis single inner sets cw (part# 186715000, lot# 266262, quantity 1); mis single inner sets cw (part# 186715000, lot# 275215, quantity 1); mis single inner sets cw (part# 186715000, lot# 275213, quantity 1). This complaint involves two (2) devices. This report is for (1) viper2 x25 set screw inserter. This is report 1 of 2 (B)(4). Related product complaint: (B)(4).